Event description:
Because of the ostial disease in the rv branch and because the patient has had significant symptoms from this in the past including congestive heart failure, the physician attempted to put an express 2 0.25/16 mm stent. Because of significant calcification in the right coronary and because of the previous stent, it was very difficult to move the stent down through the proximal mid rca into the rv branch. Multiple attempts were made, however the stent was not moving distally. As the surgeon tried to pull the stent delivery system back into the guide, the stent got dislodged in the aorta. The surgeon pulled the whole guide system out and could not find the stent. A repeat fluoroscopy showed the stent at the right brachiocephalic artery right at the bifurcation of the subclavian and internal carotid. A snare was used to attempt to snare the stent.multiple attempts were made to dislodge the stent. A cardiovascular surgeon was consulted and recommended not taking the patient to surgery. The surgeon recommend medical management.